Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one gia 80-3.8mm single use reloadable stapler. Visual inspection of the instrument noted no abnormalities. The loading unit displayed a full complement of staples and the interlock was set with no damage to the knife blade. Microscopic inspection noted the pin firing knob was damaged at the ramp area. During functional testing the firing knob could not be advanced. The unit was disassembled, and it was noted the cartridge channel had a rough finish associated to a burr condition. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause was identified as a discrepant internal component associated to the supplier. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the device would not fire, could close but knife blade would not advance. Another device was used to complete the case. There was no patient injury.